Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately low compared to another meter (hospital meter). The complaint was classified based on the customer care agent (cca) documentation and further information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged meter inaccuracy occurred on the morning of (B)(6) 2020 when she obtained an alleged inaccurate low blood glucose reading of "350 mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with insulin (novolog on a sliding scale and a set dose of basaglar) and denied making any changes to her usual diabetes management regimen due to the reported issue. The patient did not specify what symptoms she developed as a result of the alleged issue however reported proceeding to the emergency room on the morning of (B)(6) 2020, after the alleged issue began, where her blood glucose tested "712-715 mg/dl" on the hospital device. The time difference between the results is unknown. The patient claimed she was hospitalized and received treatment for diabetic ketoacidosis; she reported receiving IV insulin and IV saline. During troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion while using the product. The subject meter could not be ruled out as a cause or contributor to the event.